Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Customer returned pump for an alleged back light anomaly, history anomaly, audio anomaly/absence of alarm (high/lows) and display anomaly (three or so dots just above the numerical value of the glucose value on the graph display) found on (B)(6) 2024. Customer alleged for history anomaly, audio anomaly/absence of alarm (high/lows) and display anomaly (three or so dots just above the numerical value of the glucose value on the graph display) were not confirmed. However, back light anomaly (brightness setting "auto" - disabled) was confirmed due to hw issue with malfunctioning ambient light sensor (als). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had a backlight anamoly. The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was not performed. The product mmt-1882 has been returned for analysis